Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, investigation conclusions). Full initial rep name: (B)(6). The getinge field service engineer (fse) stated that the message was not an error code or alarm. The fse disassembled the unit, removing the patient interface module and the pneumatic module, and then checked all connections and reseated all electrical and pneumatic connections. This resolved the issue. The unit passed all the functional and safety tests as per factory specifications. Additionally, the fse reported the device worked correctly for three hours with a test balloon. The iabp was handed over to the customer.

Event description:
N/a.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during installation, cardiosave intra-aortic balloon pump (iabp) keep getting message unblock port. There was no patient involvement.